Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -06.00/+1.0/087 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and lens rotation. The lens was repositioned on (B)(6) 2021 but the problem was not resolved and the lens was explanted. The lens was replaced with another same model/length lens (lens was implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).